Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with monitor) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open orange (+5v) wire in the trunk cable. The cable was cut, severing the wire. The root cause for the open wire was physical abuse. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to communicate with a monitor.